Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. Received information regarding a patient that underwent a da vinci si vinci s total hysterectomy with cystoscopy for dyspareunia and prolapse with previous history of uterine ablation on (B)(6) 2012. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. Cystoscopy revealed good efflux of dye bilaterally. On (B)(6) 2012 patient presented with vaginal cuff dehiscence and bowel prolapse. She underwent vaginal repair. No further follow up is available.